Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 due to having a virus. Blood glucose value was 65 mg/dl. The customer stated he did not treat because he knew it would go up. Customer stated, he starts feeling the hypoglycemic symptoms until he is at 62 mg/dl or lower. Customer was low because, he could not retain anything and had not eaten or drank anything. He removed the insulin pump for 24 hours and reconnected when blood glucose was 167 mg/dl. Customer declined troubleshooting for low blood glucose. He also mentioned having sensor reading discrepancies on 05/18/2015 where the sensor was reading low and blood glucose was over 200 mg/dl. He also received lost sensor alerts with multiple sensors and it was found the sensors had expired on (B)(6) 2014.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-66950.